Event description:
The facility representative reported an infuso.r. With a condition of "function switch sticks, could not get the pump to work". This condition occurred during programming/setup in the surgery area. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a switch printed circuit board issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. Pump with a function switch that sticks was confirmed and reproduced during product evaluation. The assignable cause was knob sticking on switch printed circuit board (pcb). The switch pcb was replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up medwatch will be submitted.